Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl when the she was hospitalized in (B)(6) 2014. The customer's mother reported that the insulin pump showed that insulin was delivered but the blood glucose levels would not lower. The customer complained of vomiting and nausea. The customer was in the hospital for one night. The customer's mother was unable to troubleshoot for high blood glucose due to not being with the customer and the insulin pump. Nothing further reported.